Event description:
The customer stated vrtx error 002 in task 40 occurred on the axsym analyzer after installing the amphetamine assay from drugs of abuse/toxicology assay disk version 8.0 and calibrating the assay. Abbot field service replaced the hard drive to resolve the issue. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is completed.